Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas in-line valve with sg was occluded during implant. The valve was implanted to the patient via vp-shunt; however, date of implant and initial setting are unknown. It was reported that water did not pass through the valve during intraoperative use, the surgeon did a test according to the procedure. The cause was unknown. A spare valve was implanted to the patient. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed and the valve was pressure tested; no issues found. A review of manufacturing records found the device conformed to specification when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.